Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was sticking out. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to treat as per the healthcare professional¿s instructions. The device will not be returned for analysis.